Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk. . Claim# (B)(4). Manufacturer narrative comment; device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was exchanged for a longer length lens and the problem was resolved. Cause of the event is unknown.